Event description:
Three abutment screws have fractured inside the implants. The surgeon has to perform an add'l surgical procedure to remove the abutment screws from the implants. The implants are still in the pt's mouth. Pt injury has not been reported.